Event description:
It was reported that the patient was in the ICU for unrelated to the device including electrolyte levels. During dft testing the device delivered therapies but was unsuccessful in converting the patient rhythm. The patient was weight lifting and drinking energy drinks when the episode happened. Further testing and reprogramming were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.